Event description:
New information received notes that lead dislodgement was confirmed by x-ray. The device was reprogrammed until lead revision procedure. No date is scheduled yet for the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the device was interrogated prior to scheduled MRI, loss of capture and loss of sensing was observed on the right ventricular lead. Lead dislodgement was suspected. MRI was cancelled and the patient will be scheduled for lead revision procedure. Patient is not dependent and is stable.